Event description:
It was reported that during preparation for a coronary stenting treatment procedure, there was an incorrect sized stent in the package. The physician wanted to use a 4.00x16mm liberte bare metal stent to treat a 3.5x24mm lesion (location unknown). The nurse opened the box indicating a 4.00x 16mm liberte bare metal stent, but during preparation, it was discovered that the plastic bag contained a 3.50x24mm liberte bare metal stent. The stent was not used and had no patient contact. The physician successfully completed the case with another 3.50x24mm liberte bare metal stent. The patient's condition is listed as stable.